Event description:
This pt had recurrent ventricular tachycardia requiring ICD therapy. She was found to have a software problem which did not allow the generator to be interrogated. Because the generator could not be verified as functional, generator was replaced.